Event description:
It was reported to boston scientific corporation that following a sling placement procedure using a single incision sling (exact type unknown) to treat the patient's urinary stress incontinence, the patient presented with injuries including continued urinary incontinence, bleeding, chronic infection, and dyspareunia (date/s of onset unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.